Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2013-00541.

Manufacturer narrative:
Conclusion: the product was not returned as the hospital reported that the device is no longer available for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00541.

Event description:
Patient was undergoing coil embolization procedure for an endoleak using penumbra ruby coils. During the procedure, coil would not detach inside the endoleak so it was removed from that patient. Later, another coil broke and it could not be detached.